Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the pump previously contained morphine. A trial was being performed. The patient was attending clinic twice weekly to increase the drug dose slowly to assess effectivity. During the trial, a pump alarm sounded; the patient failed to report until one week post alarm. The pump alarmed due to a motor stall; multiple resets occurred with low battery message. The pump was explanted as it had remained stalled over the 48 hour tube set limit. The pump had been implanted approximately 2 years. The patient declined a replacement pump. Following pump removal, the patient has been reintroduced to oral morphine medication. Per the reporter, there was no injury.